Event description:
Device malfunction: inaccurate delivery. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left internal carotid artery stenting procedure, the stent retracted approximately 4mm proximally during deployment. A second stent deployed to completely cover the target lesion. There were no reported pt effects. Although requested, there is no additional info available.

Manufacturer narrative:
Study event. The device was not returned to abbott vascular for eval, the event appears to be related to the operational context in which the device was utilized; however, no root cause could be determined. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.